Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.there is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to third party service center for investigation and evaluated. The device was visually inspected. The service center found evidence of foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no errors. There was evidence of sound abatement foam degradation. The device was scrapped.

Manufacturer narrative:
Additional information was received from long text on 16-sep 2025, patient details were updated in this report. And section b5 should be: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of serious patient harm or injury. There was no report of medical intervention. The device was returned to third party service center for investigation and evaluated. The device was visually inspected. The service center found evidence of foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no errors. There was evidence of sound abatement foam degradation. The device was scrapped.